Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized for symptoms of dizziness and lightheadedness. The right ventricular lead exhibited loss of capture and over sensing which resulted in pauses of an unknown duration. The lead was capped and replaced.